Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin pump error and insulin pump had blank display. Customer¿s blood glucose was unknown. Customer stated that insulin pump was able to rewind and passed displacement test, self test. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided about blank display was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the display if the insulin pump was not blank.